Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No visible damage were found. A functional test was performed. The device passed the self-test. A omnifix 50ml syringe was inserted and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The infusion was started with a rate of 2,1 ml/h. During the therapy, two pressure alarms and the alarm "syringe holder open" occurred. The infusion was stopped and 0,12 ml was infused. No other abnormalities were found in the device history. The reason for the alarms could not be clarified. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,77%. The device was disassembled and the inside was investigated. No visible damage were found. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" customer information: "perfusor with 50 mval was started with 2.1ml / h. This has run empty within 3 hours.